Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level. The customer¿s blood glucose level was 411 mg/dl at the time of the incident. Customer was treated with insulin pump. Customer had nausea and vomiting. Customer also reported motor error. Drive support cap was normal. A displacement test was performed, and test was ok, it passed. The device will not be returned for analysis.